Event description:
It was reported that the patient presented prior to generator exchange procedure. Upon interrogation, it was noted insulation of the lead was damaged. The reported lead was repaired on (B)(6) 2024 and remain in use. There were no patient consequences.